Manufacturer narrative:
Submit date: 02/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer states the patient had acute decompensation. Rt acute pleural effusion, thoracentesis done. The infant was intubated, 13cc pulled off. The customer further states that the line was leaking somewhere on the catheter body. Chlorhexidine was used to clean the skin area and the area completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with sterile tegaderm dressing. The PICC was inserted (B)(6) 2016 in the lt upper extremity basilic vein, svc. The PICC was in continuous use. 3ml/5ml was used to flush the line. The PICC was removed (B)(6) 2016 and was not replaced. The status of the patient is now stable.

Manufacturer narrative:
A sample consisting of one sealed kit labeled as product #43309 was returned for evaluation. A visual inspection was performed and no defects were found during evaluation. Functional testing was performed, after test the device not showed any defects (leaks). The complaints description states that the catheter was in use for approximately 3 days however the returned kit was received in a sealed pouch. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse; this condition was more likely damaged during use caused due to an improper handling by the user. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.